Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was displaying an "er5" message. Per the onetouch ultramini owner's booklet, an error 5 message can be due to "insufficient sample applied or meter/strip issue." The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012 at 6:45pm. The reporter stated that the patient manages her diabetes with the insulin pump and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. Forty-five minutes after the alleged issue occurred, the reporter claimed that the patient developed symptoms of being "shaky" but denied receiving any treatment in response to the symptoms. The cca noted that the reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.